Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with an unspecified smooth gel left breast implant and a 800cc mentor memorygel right breast implant experienced bilateral rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).